Manufacturer narrative:
Customer provided material number. Information updated.

Event description:
Material number provided.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged dual port luer adapter was confirmed and the cause appeared to be manufacturing related. Photographs and one 18g nexiva IV catheter were provided for investigation. The sample exhibited evidence of use. A longitudinal crack was identified on one of the green luer adapters. The cause may have been a combination of various circumstances; however, manufacturing was likely a contributing factor. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva broken at the hub response received on: 1/13/2026. The nexiva malfunctioned while it was in situ in one of the patient's veins. The patients are not injured, but since it was determined that the nexiva was defective, medication is being administered intravenously.